Event description:
The following information was provided: pt. Presented with an infection of the right-hip following implantation of a cemented trident all-poly liner and competitor total-femur construct. Dr. Opted to perform an extensive I&d and revise to an antibiotic spacer of sorts. The explanted trident all-poly was revised with the same size liner for this surgery. Screws were used as "rebar, to help give the liner more support within the cement-mantle beneath/behind it." No complaints were filed against the components themselves, no further info available.